Event description:
As reported by the user facility: details of problem: found b. Braun pump with IV set (123 inches) with the 3 ports, free flowing onto the floor even though the pump was on standby. Standby should have clamped the tubing and stopped the free flowing from occurring. Unknown how long it was free flowing on the floor or how much did, fortunately it was not attached to a patient at the time, but free flowing fluids into a patient could be harmful. Unknown if the issue was the pump or the tubing of the fluids.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.